Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had serious issues with the drain keep disconnecting. Customer needed to know if there were any alternatives to the hemovac drain kit or a solution. Otherwise, customer would need an exclusion for this product.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used closed wound suction kit. Visual inspection of the sample noted negative pressure applied to the evacuator and the drain tube was submerged in methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the evacuator suctioned it with no disconnection observed or leakage noted. External diameter of the y connector measured at (0.1910"). This met specification per ip7600478, revision 12. The reported event is unconfirmed a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had serious issues with the drain keep disconnecting. Customer needed to know if there were any alternatives to the hemovac drain kit or a solution. Otherwise, customer would need an exclusion for this product.

Event description:
It was reported that customer had serious issues with the drain keep disconnecting. Customer needed to know if there were any alternatives to the hemovac drain kit or a solution. Otherwise, customer would need an exclusion for this product.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.